Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog® was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were elevated (245 mg/dl). Customer wanted to assure that they were doing everything correctly prior to contacting their healthcare provider. Elevated bgs was treated by administering a bolus. System check was performed with tandem technical support and no issues were found, however it was determined that the customer was changing out the cartridge every 3 days, instead of every 48 hours as labeled for use with humalog. Customer was advised to change out the cartridge every 48 hours and to consult with their healthcare provider.